Event description:
New information received indicates that a patient presented during generator change out. Previously reported noise disappeared after disconnecting the lead from the device header and was not observed with a new device. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was checked pre-op for unrelated surgery and upon interrogation with inductive telemetry the device was in an ongoing noise reversion with egms of high frequency noise. The patient was asymptomatic.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and an anomalous capacitor connection to the hybrid was noted. The cause of the field event was due to an anomalous capacitor connection to the hybrid.